Manufacturer narrative:
The customer contacted siemens to report a falsely elevated sodium (na) test result was obtained on one sample and a falsely elevated potassium (k) test result was obtained on a second sample from an atellica ch 930 instrument. The customer performed an advanced clean maintenance procedure and replaced the a-lyte integrated multisensor (imt na k cl). Siemens regional support center (rsc) personnel connected to the instrument remotely and realigned the rotary valve, performed an autocheck procedure, and primed the fluids. After completion of these activities, the customer ran quality control material with acceptable results. Siemens reviewed the information provided and concluded that it is not a reagent lot or method issue. There is no evidence of a potential product issue. The cause of the discordant sodium and potassium test result is unknown. The instrument is performing within specifications. No further evaluation of the instrument is needed.

Event description:
A falsely elevated sodium (na) test result was obtained on one sample and a falsely elevated potassium (k) test result was obtained on a second sample from an atellica ch 930 instrument. The initial results were reported to the physician(s). The same samples were repeated on an alternate instrument. The repeat results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated na and k results.